Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported issue of "filling of saline bag" was addressed by a CAPA.

Manufacturer narrative:
(B)(4). Investigation findings to date indicate the reported malfunction occurred during machine set-up and not during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR which will be filed at the completion of the plant investigation.

Event description:
A user facility reported the saline bag was filling up during pre-treatment set-up mode. The incident occurred while no patient was connected and no patient was involved. There was no report of any patient harm or adverse event. The biomedical technician reported the drain height was below 36" and there were no obstructions in the drain. To date, this event has not occurred again.